Event description:
It has been reported to philips that the system was unable to make exposures and smoke was smelled and observed coming from the unit. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use when the issue occurred and the procedure was completed using another device. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to make exposures due to generator error. The fse replaced the hf generator. After replacement of the hf generator, the system was returned to use in good working order. The codes were updated based on the investigation outcome.